Manufacturer narrative:
H.10: the customer canceled the service request thus no activity has been performed on the device. Thus it is reaonable to assume that no device component was defective and that the reported issue was most likely due to an improper manage of the device by the user. Indeed, according to the cp_IFU_16-xx-xx section 5.3.4 "starting and stopping circuits" when activating the cardioplegia cooling circuit simultaneously, it automatically has priority over the patient circuits. As a consequence, the cooling performance of the patient circuits is significantly reduced. Therefore, it is recommended to deactivate the cardioplegia cooling circuit at once, as soon as it is no longer required.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report of a heater-cooler system 3t not cooling well. There was no patient involvement.